Manufacturer narrative:
Based on visual and functional evaluation of the returned device, the complaint has been verified and the root cause was most likely coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a multivac 50 xl wand, two of the three electrodes fell off of the wand while inside the surgical site. The surgeon was unable to retrieve the electrodes initially, however, after making a second incision he was able to suction the electrodes out using a shaver. There were no significant delays or patient complications reported as a result of this event.